Event description:
Before using a stabilizer steerable guidewire in a procedure, the tip was found "malformed" and the wire couldn't be shaped. The wire was not used and no pt injury occurred. As reported, the wire was secure in its protective hoop but it was removed by the distal floppy tip.

Manufacturer narrative:
Analysis of the returned wire confirmed kinks and bends on the guidewire, as well as a stretched coil wire. As received, the specimen does not present any indication of mfg defect or anomaly. The specimen (with the exception of the damage found) is visually and dimensionally correct. As described in the instruction for use (IFU), "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." Testing has demonstrated that failure to comply with the procedure as described within the IFU increases the risk of damage to the flexible distal tip region of the device, as presented by this specimen. Testing has also demonstrated that tip shaping is a technique driven process that can be adversely affected by an altered or damaged distal tip region. A review of the device history records (DHR) indicates this lot consists was final inspection tested and deemed acceptable for shipment. The complaint was confirmed. Review of the available info suggests that device handling appears to have contributed to the event. These are no indications that this event is related to the mfg process.